Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 211 mg/dl and the sensor glucose was 96 mg/dl at the time of the incident. Reportedly, current sg value was 258 and current bg value was 267. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer had a high blood glucose value of 202 mg/dl but declined to troubleshoot for high blood glucose. The sensor will not be returned for analysis.